Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024, due to the patient's condition, a PICC catheter was left in place for medication, and there was no abnormality during the period of use; on (B)(6) 2024, before the nurse-in-charge prepared to infuse fluids into the patient, she found that there was fluid oozing out of the patient's puncture site when she was flushing the tube with tube flushing solution, and she immediately asked the static therapy nurse of the unit to check the situation, and then flushed the tube again with a change of medication, and found that fluid oozing appeared in the 45cm area of the exposed part of the catheter. After that, the nurse specialized in static treatment cut the catheter, fixed it, and continued to infuse fluid into the patient, who had no abnormality at the puncture site and was closely observed.